Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 8/24/2020. H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for extra plunger stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that there were 2 stoppers on one rod with a bd a-line¿. The following information was provided by the initial reporter, translated from japanese to english: there were 2 stoppers onto a plunger rod.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use it was discovered that there were 2 stoppers on one rod with a bd a-line. The following information was provided by the initial reporter, translated from (B)(6) to english: there were 2 stoppers onto a plunger rod.